Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to a shorted diode, designator cr30.  The diode was shorted from legs 5 to 9.

Event description:
The customer initially reported that their device had logged several event codes. After an initial evaluation of the device, it was observed that the device had logged a critical event code which effects defibrillation energy delivery. There was no report of any patient use associated with the reported issue.